Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs showed messages related to the customer's report. However, the device was put through extensive testing including shock testing, energy testing, off-current testing, resistance testing, and impedance testing with test pads without duplicating the report. The electrode connector was found to have broken plastic and worn down metal connections. It could not be firmly established what caused the damage or if it was related to the customer report. The electrode connector was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.